Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found noisy k7 vacuum solenoid. The fse replaced the pneumatic drive assembly/drive manifold, performed drive transducer calibration and complete functional and electrical safety tests. The iabp unit passed all tests, was returned to customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) has a clicking sound during operation. This event occurred during use on a patient. However, no death or injury was reported.